Manufacturer narrative:
The device has not been made available for evaluation at this time. Should the device or further information become available, a follow-up report will then be issued.

Event description:
Alleges flipped up footplates and went to get out of chair when the chair started driving by itself in a forward direction. Alleges the chair drove directly into a wall and pinched consumer in between the chair and the wall.

Manufacturer narrative:
Provider states consumer inadvertently deflected the joystick as she was attempting to get out of the chair. Provider examined the chair and repair the parts that were damaged in the alleged incident.

Event description:
Alleges flipped up footplates and went to get out of chair when the chair started driving by itself in a forward direction. Alleges the chair drove directly into a wall and pinched consumer in between the chair and the wall.